Event description:
Return reason: preasure measure impossible. Analysis: investigation found wire broke off at solder area. Remedial action: mfg and quality assurance have been notified. Each termistor is 100% visually inspected and continuity tested. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.